Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of 1500mg of vancomycin in 250ml was hung as a secondary infusion and connected to a patient was noted to rapidly infused. No patient harm was reported.

Manufacturer narrative:
The customer complaint of a non-functioning check valve was confirmed in a picture received from the customer, in which the check valve membrane appears to be off centered. No further investigation can be performed because no product will be returned. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.